Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit would lose power intermittently. It was further reported that by rebooting the unit, the problem would be temporarily fixed.